Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 12:47:13 on (B)(6) 2022. At 15:26:15 on (B)(6) 2022, an arrhythmia was detected. ECG shows idioventricular rhythm @ 10 bpm with CPR/motion artifact and hb. At 15:26:50, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with hb. The post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact and hb. At 15:27:14, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with hb. The post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact and hb. At 15:27:47, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with hb. The post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact and hb. The electrode belt was disconnected at 15:36:35 on (B)(6) 2022.